Manufacturer narrative:
Corrected/additional information. Device unique identifier (UDI) # (B)(4). Approximate age of device - 5 months. The reported pump stop was confirmed through the evaluation of the submitted system controller log file. The log file appeared to show the system operating on external batteries until both batteries became depleted. The system then continued to operate on the emergency backup battery until that also became depleted, resulting in the reported pump stop. The complete loss of power to the system controller caused the internal clock to reset, which resulted in the reported yellow wrench alarm. The length of time which the pump remained off could not be determined through the log file evaluation. The pump resumed operating at the set speed once the system controller was reconnected to charged batteries. The patient remains ongoing on lvad support and the system controller remains in use. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. (Calculated from the date when the system controller was issued to the patient.) The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient recently exchanged system controller due to a yellow wrench alarm. A yellow wrench alarm occurred the following day, with a time clock symbol on the controller display. The patient went to the emergency department and the time on the system controller was synched with the monitor, and the alarm resolved. The patient was asymptomatic during the event. The submitted log file was reviewed by the manufacturer¿s technical services representative and during the analysis of the log file it was observed that both the black and white power cables were disconnected at the same time while the emergency backup battery was uninstalled, causing the pump stoppage with associated low flow, low speed hazard, and pump stop alarms. The actual time and date was unknown due to the real time clock not being set. The end of the log file revealed normal pump parameters. No additional information was provided.